Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the echelon microcatheter was found defective when opened, but it was also indicated a leak was found during preparation. A replacement product was used to complete the procedure. There was no impact to the patient as a result of the event. Additional information received reported that the physician observed defect of the echelon catheter upon opening the package. To confirm, the physician injected saline in the catheter and leak was observed.

Manufacturer narrative:
H3. Product analysis findings: the echelon-10 micro catheter was returned for analysis within the outer carton, inside of a biohazard bag and a shipping box. The echelon-10 micro catheter distal tip and marker band were found to be separated and missing. Kinks were found at 17.0cm, 39.0cm and 86.5cm from the proximal end. In addition, the catheter hub and strain relief were found separated and missing. The outer and inner tubing material at the broken ends exhibited with jagged edges and stretching. The inner elliptical wire at the distal and proximal broken ends were found to be exposed. No other anomalies were observed. The total length of the echelon-10 micro catheter was measured to be ~151.0cm. The catheter lumen was flushed with water and water exited out from the distal segment. No leak was found along the length of the catheter. Blood was observed during flushing the catheter lumen. Based on the device analysis and reported information, the customer¿s report of "product damaged out of package" and "catheter leak" were not confirmed. The returned echelon 10 appeared to have been used as blood was found inside the catheter lumen. No leak was found on the catheter. The returned catheter was found severely damaged with the distal tip, marker band, strain relief, and catheter hub were found separated and missing from the catheter body. Kinks were observed at several locations. However, the root cause and the cause for damages could not be determined. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.